Manufacturer narrative:
On july 12th 2019, we received the correct lot of the cup (186947). Batch review performed on 12 july 2019: lot 186947: (B)(4) items manufactured and released on 06 feb 2019. Expiration date: 2024-01-28. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Visual inspection performed by r&d project manager during the analysis it is evaluated that it is not possible to screw the cup impactor with the acetabular cup. Looking at the threaded hole of the cup it is evaluable that the thread is scratched and broken. The threaded terminal of the cup impactor is little bit scratched too. It seems that the user incorrectly proceed to impact the cup before completing the screw. The instrument is ce marked by supplier. Manufacturing process review performed by the manufacturer document review batch released on date: 24/10/2018 n. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. This is the batch assigned with rework order ff18/0363. Have we received other complaint for this batch? Yes. There aren't non conformity elements in the document review.

Manufacturer narrative:
Batch review performed on 18 june 2019: lot 178417: (B)(4) items manufactured and released on 03 april 2018. Expiration date: 2023-03-22. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: amis 01.15.10.0636 amis cup impactor 3.0-m8 (hpf) lot. 1855199. Supplier manufacturing batch review on the 01.15.10.0636: batch released on date: 24/10/2018 n. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Other complaints already received on this batch. There aren't non conformity elements in the document review. Sales representative reported as follows on jun 21st 2019: I don't know if the instrument thread was damaged. The same instrument was used for the second cup placement.

Event description:
During the primary hip surgery, and while using a blue offset inserter, the cup popped off the device. As the surgeon tried to thread the inserter into the cup, the threads became cross threaded. Another cup was used and the surgery was completed successfully. There was a 15 minute delay in the case. It is not known if the instrument thread was damaged. The same instrument was used for the second cup placement.